Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the x-ray tube and recalibrated the filaments. The system was tested and found to be working as intended, and placed back into service.

Event description:
It was reported that the tube on the 9800 system was making a "popping" noise. There was no report of pt injury.